Event description:
The recipients external auditory canal was cleaned with water by her resident ent doctor, not by the clinic. This procedure caused a traumatic perforation of the tympanic membrane. Water, cerumen and detritus were flushed into the middle ear and the cochlea, leading to severe labyrinthitis and otitis media. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion device investigation of the received parts did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection in the middle ear caused by a device unrelated ear cleaning procedure. Reportedly, the ear cleaning caused a perforation of the tympanic membrane which resulted in the infection. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. Furthermore, 3-4 electrode contacts migrated out of cochlea as confirmed during explantation surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient_s external auditory canal was cleaned with water from her resident ent doctor, not from the clinic. This procedure caused a traumatic perforation of the tympanic membrane. Water, cerumen and detritus were flushed into the middle ear and the cochlea, leading to severe labyrinthitis and otitis media. The recipient has been re-implanted.